Event description:
Procedure: lap chole. According to the reporter: the optical blade would not retract properly behind the guard as designed, leaving the optical blade fully exposed. No patient harm or any delay in case. Current patient status: ok.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/23/2015.